Event description:
It was reported that the patient experienced difficulties with wound healing and had an infection and dehiscence at the pocket site. The patient had been completing daily dressing changes and had been trying to get the incision to heal since being implanted, however, drainage continues despite multiple rounds of antibiotics.

Event description:
It was reported that the patient experienced difficulties with wound healing and had an infection and dehiscence at the pocket site. The patient had been completing daily dressing changes and had been trying to get the incision to heal since being implanted, however, drainage continues despite multiple rounds of antibiotics. Additional information was received that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) and adapters were replaced and the pocket site was relocated. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch:(B)(6).